Event description:
Robotic mvr being pumped in preparation for procedure. Surgeon requested vacuum set at -40mmhg. Later in the case, attempted to reduce vacuum to -30mmhgr. Unable to maintain constant pressure.